Event description:
Patient reported right side rupture and calcifications. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional additionally reported capsular contracture baker grade unknown.

Manufacturer narrative:
Visual analysis of the photographs identified: device photograph(s) for the device related to the reported event of calcification rupture and capsular contracture requested on (B)(6)2025. It is not possible to determine the lot number or catalog through the photos provided. Calcification: no observed. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
The device has been explanted.